Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a qualified cartridge and handpiece. The customer indicated the use of a non-qualified non-company viscoelastic. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during the implantation of approximately 15 intraocular lenses (iols), there were scratches found on the optics. The lenses remain implanted and there is no reported patient impact. Additional information was requested.